Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for further evaluation. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). To date it is unknown if the device involved will be available evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Per medwatch number (B)(4): anesthesiologist was placing the epidural for the patient at bedside when the epidural catheter broke, leaving 5.5-6 cm of the catheter in the patient's epidural space. Anesthesiologist covered the insertion site with a gauze. He consulted with other anesthesiologist and neurosurgery. A spinal block was performed. Patient was advised that neurosurgery would be consulting her during her hospital stay. Patient remained stable. Lower lumber x-ray was taken. Epidural catheter was not visualized. After evaluation by neurosurgery, no intervention recommended at this time. The patient will followed up later this month to discuss necessity of a CT scan for actual visualization. Neurosurgery only recommends this should she wish to proceed with having it removed. No injury reported.